Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy. A chest x-ray revealed that the lead had dislodged. The lead was repositioned in 2008, and remains implanted.